Event description:
It was reported that there was some undersensing associated with the right ventricular (rv) lead. The rv auto capture was in retry mode about 40% of the time. The rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).